Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a sinus augmentation due to edentulism / atrophic sinus, and placement of a dental implant with rhbmp-2/acs. 519 days post-op, the implant placed at the bmp-2 grafted site loosened.